Event description:
It was reported that the patient presented for a non device related procedure. During the procedure the patient experienced in appropriate shock due to oversensing cautery. Magnet was placed to resolve the issue. Patient was stable.